Manufacturer narrative:
Unit passed the self test and displacement test. Pump trace download confirmed hardware low level failures, problem isolated to the keypad. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown. Customer stated alarm occurred for the second time. Customer stated that self test had clear alarm and finished process. The insulin pump will be returned for analysis.